Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 150.3 mmol/l. The first repeat result was 141.4 mmol/l. The second repeat result was 141.7 mmol/l. The customer noticed that some results were abnormally high and exceeded the laboratory's normal reference range. The lab then retested these exact samples on their cobas 8000 system. The repeat results were deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) cleaned the inside and outside of the vacuum nozzle and sipper, and then performed the ion-selective electrode (ise) flow path wash. The investigation is ongoing.